Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 435 mg/dl and other values above 400 mg/dl. Patient's current blood glucose value: unknown. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 115 mg/dl and the sensor glucose was 105 mg/dl at the time of the incident. The customer was treated with manual injection. The device is not expected to be returned for analysis.